Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implantation using a large flexnav delivery system. Baseline rhythm prior to the procedure was normal sinus rhythm. The patient did not have a prior history of conduction disorders. The length of the membranous septum was not measured. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a non-abbott guidewire was positioned in the left femoral/iliac artery, the annulus was crossed, and balloon aortic valvuloplasty (bav) was performed using a 14 fr non-abbott sheath. A decision was made in advance to proceed without a sheath (using the integrated sheath). When the physician attempted to insert the delivery system, resistance was encountered, and the system was withdrawn. Bleeding was then observed, and a 22 mm non-abbott sheath was inserted, which stopped the bleeding. A kink in the non-abbott guidewire was observed, and the guidewire was exchanged for a new one. Arterial injury (perforation) was discovered via angiography. The physician believes that the kinked guidewire caused the artery perforation. It was noted that only the nosecone of the delivery system contacted the patient, there was no blood contamination, and the device appeared intact; therefore, the same delivery system was used to successfully implant the valve. The patient received additional fluid and blood transfusion during the procedure to maintain blood pressure stability and remained hemodynamically stable throughout. Upon removal of the sheath, the artery was treated with a 13 mm covered stent to address the damage. The physician reported that the adverse event was not related to the device. The patient did not have any other clinical signs or symptoms during this event. This adverse event was determined not to be related to the large flexnav delivery system or the 29 mm navitor vision valve. Post-procedure (<48 hours), the patient was monitored on the ward, during which, the patient developed progressive atrioventricular (av) block. On (B)(6) 2026, a permanent pacemaker was implanted, which caused prolonged hospitalization. The patient status was reported as stable and was scheduled to be discharged.